Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair surgery on (B)(6) 2021, it was observed that the tip on the expressew iii ac+ gun device was broken. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photo, it was identified that the upper jaw was broken. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number (57474-200402-07), and no non-conformances were identified. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause could be attributed to excessive mechanical force while handling or drop of the unit causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for other procedures. As per IFU: it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.